Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 30, 2018 that a flexiva 200 tractip laser fiber was used during a nephrolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke inside the scope. The broken piece was retrieved from the scope and is available for analysis. There were no known impact or consequence to the patient reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Problem code 1069 captures the reportable event of  fiber broke. Investigation results: the fiber was returned broken in two pieces, confirming the complaint. The first piece measured approximately 258.6 cm from the connector to the break. The second piece measured 57.4 cm from the break and includes a portion of the distal tip. The exposed glass portion of the tip measured approximately 1.4 cm and is consistent with a fracture. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on july 30, 2018 that a flexiva 200 tractip laser fiber was used during a nephrolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke inside the scope. The broken piece was retrieved from the scope and is available for analysis. There were no known impact or consequence to the patient reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.